Manufacturer narrative:
The t:flex pump user guide states: when you first receive your t:slim pump, you will need to connect it to a charging source before it can be used. Charge the pump until the battery level indicator on the upper left portion of the home screen reads 100% (initial charge can take up to 2.5 hours)

Event description:
It was reported that the customer received the pump and was unable to power the pump on. Tandem technical support instructed the customer to plug the pump into a power source. During troubleshooting with tandem technical support, the pump successfully powered on. Customer's blood glucose (bg) level was 255 mg/dl. Customer was not using the tandem pump at the time of the reported bg level of 255 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be powered on. During troubleshooting with tandem technical support, the pump successfully powered on. Customer had elevated blood glucose (bg) levels (255 mg/dl). At the time of the report, customer did not report how elevated bg levels would be addressed.